Manufacturer narrative:
Block d2b: pro code (product code): qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Event description:
It was reported that the patient underwent a lead replacement procedure due to high impedance that was confirmed through imaging. The patient was doing well postoperatively and the explanted device components were discarded by the medical facility.